Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the cylinders were too short. Rear tip extenders (rtes) were added to the ipp system. No patient complications were reported in relation to this event.

Manufacturer narrative:
G5 combination product? Updated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the cylinders were too short. Rear tip extenders (rtes) were added to the ipp system. No patient complications were reported in relation to this event.